Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up with an implantable cardioverter defibrillator that exhibited charge time limit reached. Device replacement was discussed, but did not occur yet. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.